Event description:
Related manufacturer reference number: 1627487-2022-04049 and 3006705815-2022-15670. It was reported the patient had many surgeries and is unsure if the ipg was placed into surgery mode prior to the procedures. The ipg is inoperable, and the patient is experiencing lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.